Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2014-23704. Reference MFR. Report#: 1627487-2014-23705. It was reported the patient is experiencing overstimulation sensations at the occipital (off label use) lead and ipg sites. The patient stated she has felt the sensations since implant but recently, the overstimulation feels worse than the pain relief she is receiving from her scs system. X-rays are to be taken as the next course of action.